Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading at the time of the call was 437 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.